Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (h3, h7, and h9). The device was evaluated by olympus. It was confirmed that there were no abnormalities with the subject device and no unusual log events. Additionally, the system has been upgraded to the highest version. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was not confirmed, and the specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address (documented here in its entirety due to character limitations in respective field): (B)(6). The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a laparoscopic surgery, the patient had an arrhythmia, and a medical rescue followed. The patient's body size was normal and abdominal distention was described as normal. Reportedly, overpressure occurred during the procedure, and it was believed that the abdominal overpressure was caused by the laparoscopic surgery. It was confirmed that intra-abdominal pressure increased and subsequently, the patient exhibited hypotension and arrythmia at 180 beats per minute, that were difficult to correct. The subject device was set to 11 mmhg with relief mode setting turned on. The alarm delay was set to 0 seconds. The flow rate was set to normal, and the insufflation pressure was indicated at 11 mmhg. The indication of insufflation pressure was not stable. There was no other gas source used other than the subject device. The pinch valve was not exhausting smoke, the overpressure warning did not beep, the overpressure warning light did not occur, and an obstruction warning was not detected. The smoke evacuation tube and trocar were not used. The case was completed without reports of further patient harm. Additional details on treatment and current patient condition were requested but the user facility was unwilling to give the information.